Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. . A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor used a 6fr angio-seal device to close the femoral puncture at the end of the procedure. However, the angio-seal sheath was kinked and stuck during advancement. After much attempt, he withdrew the catheter. In the end the doctor decided to perform manual compression on the patient. The patient was sent to the ward with no side effects and was reported to be stable with no complication. The procedure was completed successfully. Additional information was received on 02may2021. The procedure that was performed for the patient prior to use of the closure device was a percutaneous coronary intervention (pci). Additional information was received on 03may2021. A pre deployment angiogram was performed. A 6fr procedural sheath was used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the sample was not returned for evaluation. Based on the available information, the exact root cause of the reported event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.